Event description:
Reporter alleged blood glucose had been higher so customer went to the doctor as a result. Customer stated her blood glucose measured 500 mg/dl compared to the doctor's result of 128 mg/dl when testing was performed within 10 minutes. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.